Event description:
It was reported that the ilet pump¿s display screen cracked diagonally after the user held the device in their mouth, rendering the screen unresponsive and preventing meal announcements. Outcomes included inability to perform intended device functions and the need for device replacement. Investigation included a review of device history records, complaint trend analysis, and requests for a device return for evaluation. Investigation of this case revealed physical damage attributed to user handling, with no evidence of device malfunction prior to the event. It was concluded that the event resulted from accidental damage to the display component and was not related to a manufacturing or design defect. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.